Event description:
Tech - bed in storage no patient impact no sign of abuse power cord damage - wire exposed power cord replaced.

Manufacturer narrative:
Technician found the power cord was damaged with wire exposed. Replaced the power cord to resolve the issue.